Event description:
Pulmonary artery catheter placed by anesthesia in or. Unacceptable pa waveform noted. While troubleshooting the catheter by inflating the balloon, the physician assistant discovered the balloon had ruptured.